Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The x-ray did not reveal anything significant. It was indicated the amplitude measurement had decreased since implant. During the repositioning procedure, the measurements through the pacing system analyzer was appropriate. However, when the rv lead was connected to the device, noise was observed. As a result, the rv lead was explanted and replaced. The new rv lead also exhibited noise. As there was no pacing inhibition greater than two seconds, the new rv lead and device remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.